Event description:
It was reported that prior to the unknown case, the package was opened and the rubber on the upper seal had two holes on the surface. Also, the company name was not mentioned on the device and the leaflet was not in the box. Unknown how the case was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.